Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call indicating that the insulin pump had damage. Customer's blood glucose at time of incident was 400 mg/dl. The customer stated the drive support cap is loose and the cap is missing from the pump. The customer did not press the cap while connected. The customer was advised to discontinue use of the device and revert to backup plan. Customer was advised that the device would be replaced. The customer reported via phone call indicating that he was hospitalized due to high blood glucose. Customer's blood glucose at time of incidents was 400 mg/dl. The customer was treated with two novolog insulin pin. The customer was admitted to the hospital. Customer's blood glucose at time of emergency room visit was 1100 mg/dl. The customer cause of emergency room visit was diabetic ketoacidosis. Customer was treated with IV drip and fluids. Customer was wearing the pump at time of emergency room visit.